Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the station was currently up and communicating as expected based on the available logs. There was an earlier error logged in the morning indicating a failure to forward messages due to a hypertext transfer protocol (http)/socket exception ("no such host is known") when attempting to connect to the application server, which points to a temporary network resolution issue. At this time, the error was no longer occurring and communication was stabilized; however, if the station experienced intermittent disconnected mode or if similar errors continue to recur, it would be advisable for hospital information technology (it) to review the network connectivity. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was in disconnected mode, and the issue did not resolve even after rebooting the pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.